Manufacturer narrative:
H.3. And h.6. Please refer to report # 1218950-2020-07004. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that one monitor has not alarmed and the patient died.